Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (would not power on properly) has been confirmed. Upon investigation the monitor was intermittently resetting. The cause for the failure was isolated to residue on connector j1. The residue caused an intermittent power connection. The root cause for the residue was ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor would not power on properly.